Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed an emt to assist her since her blood glucose dropped to 30 mg/d; the customer passed out. The patient's basal rate was too high. The insulin pump was not returned for analysis.